Event description:
Customer received result of 394 mg/dl on the aviva plus system and result of 104 mg/dl on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.